Event description:
It was reported that the concentration was programmed as 20 mg/ml with a dose of 7.502 mg/day, but they had actually been using 30 mg/ml hydromorphone in the pump. This had happened for the last several refills and they were planning to correct the programming on the date of this report. It was determined that at the current flowrate the patient was actually receiving 11.253 mg/day of the 30 mg/ml concentration. The concentration was programmed to 30 mg/ml and the hcp (healthcare provider) decided to increase the daily dose to 11.5 mg/day. The hcp decided that a bridge bolus was not necessary as the patient had been receiving 11.253 mg/day for several months. The exact date of the programming error was unknown, but it had happened sometime last year in 2013. The patient had no adverse event related to the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# (B)(4), product type: programmer, physician. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. (B)(4).